Event description:
This report is submitted for difficulty noted during clip deployment that occurred with the mitraclip clip delivery system (cds 10304625/14). Additionally, a single leaflet device attachment occurred, resulting in increased mitral regurgitation. An additional clip was required for treatment which is considered medical intervention to prevent patient injury. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3+ and a posterior prolapse. One clip was deployed successfully and the mr grade was reduced to 2+. A second clip delivery system (cds 10304625/14) was prepared per the instructions for use (IFU) without issue. The cds was inserted and advanced without issue. The steerable guiding catheter (sgc) was in neutral. The delivery catheter (dc) handle was translated to release stored torque. The lock line was removed and the second clip was attempted to be deployed. The arm positioner was in neutral, and the release pin was removed. The actuator knob was then turned 8 times counterclockwise, without resistance. The actuator knob was retracted and the dc fastener was released. The dc handle was then retracted to separate the clip from the catheter, but the clip did not release. During retraction on the dc, the sleeve and guide dove down towards the valve due to significant resistance. Several maneuvers were made to separate the clip from the catheter, but the clip would not release.

Manufacturer narrative:
(B)(4). Case description continued - it was confirmed that the sleeve did not appear to be deflected more than 90 degrees, and the dc handle was not turned more than 180 degrees. After 15-20 minutes, the physician attempted to rotate the actuator knob clockwise in a specific manner, but only after rotating counterclockwise more than 8 times first. After more than 30 minutes, the decision was made to send the patient to surgery. The surgeon was consulted and since the team decided to send the patient to surgery the decision was made to rotate the actuator knob counterclockwise until it released or the actuator broke. After several rotations the actuator knob finally released quickly and was able to be retracted without resistance. The physician attempted to retract the catheter, but it still did not separate from the clip. Over an hour had passed since the initial attempt to deploy. The gripper line was removed to make surgical separation of the clip easier. An angle delta between the clip and shaft was observed at this time. The gripper line was removed. The dc was then retracted, and the clip separated from the catheter. It was observed that the clip was no longer attached to the anterior leaflet, but still attached to the posterior leaflet. The mr grade had increased to 3+. There was no leaflet damage noted. The cds was removed and a third clip (10304625/15) was deployed without incident to stabilize the second clip. The mr was reduced to 1+, and the patient did not require surgery. There was a significant delay in the procedure due to the difficulty experienced during deployment; however, the patient was stable and extubated. No additional information was provided. Concomitant products: mitraclip system: steerable guide catheter, lift, support plate, stabilizer, 1 implanted mitraclip. The mitraclip clip delivery system is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned device was reviewed. During device analysis, the actuator knob was pulled proximally from the delivery catheter (dc) handle and the mandrel was able to be easily removed. The actuator mandrel was identified to be broken in the tapered region/smaller diameter portion, and the mandrel was bent. The actuator coupler was removed and the weld was confirmed to be intact with the other portion of the broken mandrel. The entire length of the smaller diameter portion distal to the tapered area was wavy/twisted, indicating torsional overload. Scanning electron microscopy (sem) analysis of the broken ends of the mandrel concluded that the actuator mandrel broke in torsion as fracture morphology indicated a shear initiated in the counterclockwise direction. Based on these findings, it was determined that the coupler had been unthreaded from the threaded stud (inner component of the clip that is engaged with the inner actuator assembly) and was able to be retracted successfully until it reached the compression coil. As it became stuck in the compression coil, the additional attempts to rotate the actuator assembly to break the actuator, as reported, likely put a torsional load on the mandrel, such that the tapered end became twisted and eventually broke as a result. This also likely contributed to the bend in the mandrel near the broken end. The noted bends, twisting and break of the mandrel does not appear to be related to the reported event. Due to the condition of the returned device, the difficult to deploy could not be replicated in a testing environment. Additionally, the reported single leaflet device attachment could not be tested, as it was based on operational circumstances. Further inspection of the l-lock tabs under the keyence microscope noted evidence of scratching on the outer surface of both tabs, which was likely due to an interaction with the clip connecter during the maneuvers to deploy the clip. Measurements of the inner components of the device including the total length, the outer diameter (od) of the mandrel and the od of the coupler were taken and these dimensions met manufacturing specification. Potential causes for difficulty deploying the clip can include, but are not limited to, patient conditions (such as anatomical morphology/pathology), user technique/procedural conditions (unintended curves on the device during advancement) or manufacturing anomalies. As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record (DHR) confirmed this device passed all in-process and final inspections, including verification that the clip opened to invert and functioned as expected. The review included an in-depth assessment of actuator mandrel, actuator coupler, threaded stud, and l-lock assembly lots used within the manufacture of the device, as these parts can potentially contribute to difficult/unable to deploy. All lots were confirmed to be within their material specifications based on the incoming quality assurance inspections performed upon receiving these lots. Additionally, there were no non-conformances issued for this lot that would have contributed to the reported event, and a review of the complaint history did not indicate a manufacturing issue. With respect to the patient condition, procedural conditions and/or user technique, difficulty in deploying the clip may be influenced by patient anatomical morphology and patient disease state (such as such as anatomical morphology/pathology, resulting in increased tension on the device), unintended curves on the device or user technique (such as closing the clip too tightly or not returning the arm positioner to neutral prior to deployment). In this case, it is possible that there were unidentified procedural interactions (e.g. Curves on the device and/or anatomical conditions) which resulted in increased tension on the device, such that the clip would not initially disengage from the l-lock assembly. Then, as the gripper line was removed, this likely released some of the tension on the device, facilitating the clip deployment; however, this cannot be confirmed. It is likely that the single leaflet device attachment was a result of the additional troubleshooting steps in an attempt to deploy the clip. This likely caused additional tension on the clip itself, such that it detached from the anterior leaflet but remained on the posterior leaflet once the clip was deployed. This would result in the subsequent increase in mitral regurgitation. The patient effect of mitral regurgitation (worsening) is listed in the mitraclip system instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product deficiency.